Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system had was being checked post procedure. The device exhibited inappropriate rate response. The patient had an av node ablation the next day (no more av/va conduction) so there was no changes to the device parameters. The patient will be monitored normally.